Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had intermittent power issues. The patient reported there were no cracks or damage seen to the battery compartment or battery cap. It was determined during troubleshooting that the patient was unable to securely tighten the battery cap. The issue was not resolved, as the patient did not have a new battery cap available. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box verified evidence of power on resets. On examination, there was no damage found to the battery cap or the battery compartment. On testing, the battery cap was able to be secured to the pump without the yellow o-ring visible. Functionality testing of the battery cap revealed no cap connection defects and the cap measurements were within specifications. The pump cover was removed for investigation and revealed no evidence of moisture or damage to the battery flex or the power circuit. The complaint was verified in the pump history, but could not be duplicated on testing. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.